Event description:
A patient implanted with an implantable pulse generator (ipg) system was reported as deceased. The patient was reported as deceased seven months post implant of the ipg. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the doctor's office were unsuccessful. However, if requested additional information is subsequently received, it would be processed and considered accordingly. Product ID: addr01, implanted: (B)(6) 2012; product ID: 5076-45, implanted: (B)(6) 2003. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.